Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had "no flow" when run at a certain rate. They provided no additional information. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. The initial reporter indicated that the complaint occurred during testing and had not affected a patient. Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the device operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump had "no flow" when run at a certain rate. They provided no additional information. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. The initial reporter indicated that the complaint occurred during testing and had not affected a patient. Complaint-(B)(4).